Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had t9-pelvis posterior spinal fusion surgery on (B)(6) 2016. During a routine clinic follow up visit on (B)(6) 2019, it was found that patient had broken rods (part 1799-63-450) at l3 and a fractured screw (part 1799-12-899) at the right ilium. Likely cause was non-union at l2-3. X-ray and CT scans were done to confirm. Revision surgery occurred on (B)(6) 2019. Broken hardware was removed and revised to correct the non-union. The implants were discarded by the hospital and are not available to ship to depuy for evaluation. The lot number of these items is not known. Both surgeries occurred at (B)(6) medical center in (B)(6).